Event description:
Complainant alleged that while monitoring a pt the device determined a "shock advised" message for a pulseless electrical activity heart rhythm, however the clinician did not discharge the energy to the pt. Complainant indicated that there was no adverse effect to the pt due to the reported malfunction.